Event description:
It was reported that during a ureteroscopy procedure, a guide wire coating issue occurred. The target lesions were located in the bladder, ureter, and kidney. It was noted that this 035/145 amplatz super stiff guide wire was mistakenly chosen for use during the procedure. While using this amplatz, it was noticed that blue wire coating was peeling off the guide wire. The procedure was continued with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: after visual inspection before decontamination process, device present the coating peeled. The visual inspection was performed and the device presents coating peeled along the body. All the external od´s measures were taken and all of them the are according specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a ureteroscopy procedure, a guide wire coating issue occurred. The target lesions were located in the bladder, ureter, and kidney. It was noted that this 035/145 amplatz super stiff guide wire was mistakenly chosen for use during the procedure. While using this amplatz, it was noticed that blue wire coating was peeling off the guide wire. The procedure was continued with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).